Event description:
Device 2 of 2. Mfg report reference: 1627487-2019-00803. It was reported a lead migrated after initial surgery which took place on (B)(6) 2019. Post operation x-rays confirmed the migration and the leads were repositioned on (B)(6) 2019. Effective therapy was established post-operation following the lead revision.